Event description:
The customer reported the endoeye flex deflectable videoscope was being inspected prior to use for a therapeutic procedure. The customer reported the device image no longer appeared and an error code was displayed. The customer reported the procedure was completed with a similar device. The customer could not confirm whether there was any delay or impact to procedure as a result of the reported issue. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported error code did not occur but the reported image issue was confirmed: the image could not be restored. The device was given functional testing: this showed the bending angle in the up direction did not meet with specifications. This issue occurred due to a worn angle wire. During visual examination of the device, the following issues were noted: the adhesive on the bending section cover was chipped; the universal cord was dented; and the video connector was cracked. Examination showed the following components were scratched: bending section cover; hand grip; control unit; up/down plate; right/left plate; switch button 1; light guide connector; light guide cover glass; video connector case; and video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The investigation determined that the image issue could have been caused by damage to the image sensor unit (disconnection) or breakage of the mounting components. This may have occurred due to use stress, external factors or handling; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.